Event description:
It was reported that the patient mentioned they have a spinal cord stimulator that doesn't work on one side, and they have the pain pump on the other side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).